Event description:
It has been reported to philips that tempus ls had a dpm failure during the preventive maintenance. There was no patient involvement and no harm. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.